Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. Complete electrode was returned intact and not severed. The visual inspection showed no visible notch next to the sense b electrode, setscrew marks were in the correct location on the terminal pin but noted cuts in insulation at the suture sleeve and likely explant damage. The electrical continuity testing confirmed the conductor was intact and a hipot test passed, indicating no electrical shorts between conductors. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the b5: describe event or problem; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection with sepsis, discomfort, pain, dehiscence, and fluid discharge. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to infection with sepsis, discomfort, pain, dehiscence, and fluid discharge. No additional adverse patient effects were reported. The implanted lead will be returned.